Event description:
A hospital biomedical engineer reported that during surgery, the dr noted difficulty maintaining the intraocular pressure (iop). The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem the system was then tested and met product specification. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).